Manufacturer narrative:
The humeral inserter/extractor was returned for review. Visual inspection of the returned device confirms that the white plastic sleeve is fractured, separating the threaded feature from the cap. A portion of the white sleeve has been returned and the other fractured off piece is not returned for review. It has also been noted that there are lot of wear marks on the surface of the device. Dimensions were found conforming to print specifications where measured. Hardness testing confirms hardness to be within specification. Review of the receiving inspection records did not find any deviations or anomalies. The thumb screw threads are damaged. The device is used for treatment. The wear marks on the surface of the device indicate that the device has been extensively used. It is likely that the fracture is a result of normal wear during the instrument¿s field life.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the instrument fractured during the impacting of the humeral implant.